Event description:
It was reported that the health care professional (hcp) observed a shock impedance measurement greater than 400 ohms, which is high out of range. X-ray imaging was performed and an electrode fracture was observed near the ring, and analysis of the device data confirmed the presence of noise oversensing and a possible fracture. The electrode was subsequently explanted and replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) device was explanted in the same surgical procedure due to elective replacement, as a change in the patient clinical conditions suggested an implantable cardioverter defibrillator (ICD) device is required for this patient. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325 millimeters (mm) from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the health care professional (hcp) observed a shock impedance measurement greater than 400 ohms, which is high out of range. X-ray imaging was performed and an electrode fracture was observed near the ring, and analysis of the device data confirmed the presence of noise oversensing and a possible fracture. The electrode was subsequently explanted and replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) device was explanted in the same surgical procedure due to elective replacement, as a change in the patient clinical conditions suggested an implantable cardioverter defibrillator (ICD) device is required for this patient. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.